Event description:
It was reported that the patient underwent a fall which caused the lead to fracture. Surgical intervention may be pending.

Manufacturer narrative:
Date of event is estimated. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length: 3186ans, UDI: (B)(4), serial: (B)(6), batch: a000087209.

Event description:
Surgical intervention where the system was explanted and replaced occurred to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.